Manufacturer narrative:
Additional information received on 18 july 2017 and includes: the surgeon revised the insert as planned. The surgery was completed successfully. Batch review performed on 21 july 2017. Lot 110871: (B)(4) items manufactured and released on 30 june 2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon confirms instability in both flexion and extension. The surgeon revised the insert as planned. The surgery was completed successfully.